Event description:
It was reported that while in a case the pump was unable to be read. Prior to the case the pump read ¿just fine¿ but once the pump was on the table and hooked up to the patient, interrogation was not possible. It was later reported that during an initial pump implant the device was read, taken out of shelf state, put together, implanted in the patient and the patient was closed. When they went to update the pump, it would not read, no telemetry. They tried multiple times. The patient was brought back to the or, was opened back up, got the pump out and could not read it. They thought it was a defective pump. The pump was then replaced. It was unclear if medication had been filled into the pump. It was later discovered electromagnetic interference, led lights, was what affected telemetry and the issue resolved. It was later reported that the patient ¿seemed to be doing ok.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the surgery was scheduled for around six or seven o¿clock am. The procedure was supposed to be short. The surgery was long. It was later reported that the patient was never brought out of anesthesia during the time of the surgery.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# (B)(4), product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).